Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer runs a pooled patient serum sample every shift and compares their roche cobas 8000 c 502 module (c502) analyzers as part of their quality control process. The comparison failed on module c7 for several assays. The pooled sample results were not used for diagnostic purposes. The customer then pulled 38 patient samples run on c7 and repeated them on another c502 analyzer. Data was provided for five samples. Of the data provided, results from three of the samples were discrepant. All initial results were released outside the laboratory unless otherwise specified. No data flags or alarms occurred. Patient a: the initial crep2 creatinine plus ver.2 (crep2) result was 0.48 mg/dl; repeat result was 1.26 mg/dl. Patient b: the initial ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldh) result was 221 u/l; repeat result was 303 u/l. Patient c: the initial ua2 uric acid ver.2 (ua) result was 2.2 mg/dl. This result was not released outside the laboratory. The repeat result was 5.9 mg/dl and was released outside the laboratory. No adverse event occurred. The crep2 reagent lot number is 22137301 with an expiration date of 11/30/2017. The ldh reagent lot number is 23767001 with an expiration date of 03/31/2018. The ua2 reagent lot number is 21805501 with an expiration date of 01/31/2018. Calibration was acceptable prior to the event. The reaction cell data did not show a smooth curve, which indicated contamination or a carryover issue in the reaction cell. The field service representative found that the vacuum tubing attached to three valves failed. He cleaned and lubricated the valves and tubing. He replaced the vacuum tubing on the rinse mechanism as a preventive measure. The customer performed a precision test which passed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause was the pneumatic failure of the vacuum tubing. The contamination or carryover issue in the reaction cell would occur if the rinse water/detergent level was insufficient, or if the vacuum function to drain waste water is not sufficient.